Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: 180410-000190,180410-000200,180410-000205,180410-000216,180410-000224,180410-000231,180410-000241,180410-000251,180410-000257,180410-000261,180410-000271,180410-000277,180410-000283,180410-000289,180410-000297,180410-000303,180410-000311,180410-000317,180410-000327,180410-000336,180410-000345,180410-000347,180410-000356,180410-000359,180410-000363,180410-000369,180410-000378,180410-000384,180410-000394,180410-000397.

Event description:
Dexcom was made aware on 04/09/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.